Event description:
Pump declared an alarm during the pumping process, and the issue led to a recurring cartridge alarm, preventing successful resumption of insulin therapy. Customer declined to answer whether the blood glucose level exceeded a certain threshold, so no adverse impact to the customer's blood glucose level was confirmed. Technical support assisted the customer in properly loading a new cartridge, but when the issue persisted, they decided to replace the pump, which was still under warranty. The customer opted for multiple daily injections as a backup therapy and was instructed on putting the pump into storage mode and returning it using a pre-paid label within 10 days, which the customer acknowledged and understood.